Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a procedure for explant due to infection of a lead reported in (1627487-2021-17793) another lead was found to be migrated and as such this lead was also explanted. Patient had 4 leads and the other two leads were able to provide therapy.